Manufacturer narrative:
Product was returned.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the surgeon couldn't seat pe liner (28mm 0 degree) with bf shell 48mm. And he couldn't seat pe liner (28mm 15 degrees) with bf shell 48mm. And the patient fractured her pelvis when he performed pe liner (28mm 15 degrees). And he couldn't seat pe liner(32mm 0 degree) with bf shell 50mm because the patient had fractured her pelvis. Finally he performed by procotyl c. The parts are consignment parts. Add'l info rec'd (B)(6) 2014: the surgery was extended about 90 minutes.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-01081, 01082, 01083, 01084.